Event description:
It was reported to philips that the device electrode plate experienced an error. There was no patient involvement.

Event description:
It was reported to philips that the device electrode plate experienced an error. There was no patient involvement.